Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the pt reported intermittent overly loud sounds and deteriorating performance in 2007. The results of an integrity test done on that day were consistent with normal receiver/stimulator function and anomalies on several electrodes. The anomalous electrodes were deactivated in the pt's sound processor program. In two months later, the pt reportedly still experienced overly loud sounds and deteriorating ability to understand speech. The results of a second integrity test, done the same month, were essentially the same as the results of the previous test. The audiologist reported on the next month that the pt's device will be explanted on the following month. A new device will be reimplanted during the same surgery.